Event description:
The customer reported an issue with the pump battery depleting too quickly, which resulted in the pump shutting down. The customer's blood glucose level exceeded the threshold, displaying as "high," though the specific value was unknown. The customer managed the high blood glucose level by administering a correction bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.